Event description:
The consumer reported that prior to implant, the patient had symptoms of straight diarrhea. The patient had the device for both bowel and bladder, but bowel was the worst. The trial was like a miracle, but since implant on (B)(6) 2016, the first 24 hours were colored water, but now the patient's bowel movements were more firm. The device seemed like it was helping their bladder more so than their bowel. Right after surgery, the patient didn't understand when the manufacturer representative was trying to explain the patient programmer. The patient had stimulation in the wrong location and felt it in the ankles on (B)(6) 2016 or (B)(6) 2016. The patient kept increasing too high because they felt fluttering clear to their ankles. The patient pushed every button and brought it back to where it was better, but scared themself. The patient confirmed the therapy was on, set on program 2 at 3.0v. When the patient increased it got up to 4.0 and then they were able to decrease to 1.0. Prior to the call, it was at 3.0. The patient felt stimulation when sitting, bending over, or going to the bathroom. The patient would call their health care provider (hcp) and they wanted to see the patient 1 month post-implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that it was unknown what actions or diagnostics were done due to the issues. No cause was determined as the problem resolved immediately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.